Event description:
It was reported the customer was hospitalized. Customer could not remember the details of their hospitalization. The customer also believed their hospitalization was caused by a no delivery alarm, but they were not certain. No additional information provided. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.